Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory diseases"), fallopian tube perforation ("perforated fallopian tubes bilaterally") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant) and dysfunctional uterine bleeding (seriousness criterion medically significant). At the time of the report, the pelvic inflammatory disease, fallopian tube perforation and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, fallopian tube perforation and pelvic inflammatory disease to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: dysfunctional uterine bleeding, fallopian tube perforation, pelvic inflammatory disease. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.